Event description:
According to the info received the device was removed due to the pump was eroding through scrotum. Also, at explant it was noted that there was a tear in the tubing from pump to cylinder.